Event description:
It was reported that a physician's handheld device was not functioning properly. The handheld device would not respond to the tap of the stylus on the screen. This event did not resolve following soft or hand reset of the programming device. The handheld is able to let the user progress past the alignment screen intermittently. A replacement device was sent to the physician upon request. The non-working device has been returned to the MFR where product analysis is currently pending.